Event description:
Lilly case ID: (B)(4). This device case, reported by a consumer who contacted the company with a product complaint, concerns a male patient of unknown age and ethnicity. Medical history of being diabetic for about seven or eight years. Concomitant medication included insulin lispro 100 for diabetes and insulin glargine (by another manufacturer) for an unknown indication. On an unreported date in 2011, the patient began taking insulin lispro (humalog 100) via a reusable humapen savvio (graphite) device, 8 units in the morning, 7 units at lunch and 7 units at dinner for diabetes; route not provided. On (B)(6) 2019, he was unable to administer insulin lispro as he usually does in the morning and noted that the device was broken in the spring area where the cartridge fits. This humapen savvio (graphite) device was associated with product complaint 4974857/ lot number 1310v01. He noted that he did not notice major changes in the glycemic index. Additionally, he administered 26 units of concomitant insulin glargine (by another manufacturer) in replacement. Status of insulin lispro was not provided. The patient operated the device. It was unknown if the patient was trained. The general duration of model use and suspect device model duration was not reported. The suspect humapen savvio (graphite) device associated with product complaint 4974857 was returned to the manufacturer on 13dec2019. Edit (B)(6) 2020: upon internal review, awareness date of (B)(6) 2020 was added to reflect the date cirm was added to product complaint database. Update (B)(6) 2020: additional information received on (B)(6) 2020 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, and improper use and storage from no to yes. Added date of manufacturer for the suspect humapen savvio (graphite) device associated with product complaint (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated (B)(6) 2020 in the (B)(6) 2020 field. No further follow-up is planned. Evaluation summary a male patient reported that t he was unable to administer insulin with his (B)(6) 2020 savvio device because the device was broken in the spring area where the cartridge fits. Investigation of the returned device (batch 1310v01, october 2013) found the foot of the injection screw was detached, the bulkhead component was broken, other components were fractured or damaged, and the device was inoperable. The investigation identified a broken bulkhead component and found foreign material present on the housing collar and the bulkhead subassembly. Spectroscopic analysis of the foreign material identified it to be consistent with a fatty acid based substance. The fatty acid based substance, introduced in the field and not related to the manufacturing process, caused degradation of the bulkhead component, causing the device malfunction. Malfunction confirmed. The damage to the injection screw and other components is likely due to damage while in the field, as this type of damage would have been detected during the manufacturing inspection process. Therefore, it is concluded that the damage occurred while in the field and is not related to a manufacturing issue. The user manual instructs to not use the device if it appears broken or damaged and to contact lilly or your healthcare professional for a replacement pen. The core user manual provides instructions for proper care and storage of the device. It states, "do not use alcohol, hydrogen peroxide or bleach on the pen body or dose window. Also, do not cover in liquid or apply lubrication such as oil, as this could damage the pen." There is evidence of improper use. Foreign material contamination of and damage to the device occurred while in the field (not related to the manufacturing process). This misuse is relevant to the finding of bulkhead failure.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This device case, reported by a consumer who contacted the company with a product complaint, concerns a male patient of unknown age and ethnicity. Medical history of being diabetic for about seven or eight years. Concomitant medication included insulin lispro 100 for diabetes and insulin glargine (by another manufacturer) for an unknown indication. On an unreported date in 2011, the patient began taking insulin lispro (humalog 100) via a reusable humapen savvio (graphite) device, 8 units in the morning, 7 units at lunch and 7 units at dinner for diabetes; route not provided. On 06dec2019, he was unable to administer insulin lispro as he usually does in the morning and noted that the device was broken in the spring area where the cartridge fits. This humapen savvio (graphite) device was associated with product complaint (B)(4)/ lot number 1310v01. He noted that he did not notice major changes in the glycemic index. Additionally, he administered 26 units of concomitant insulin glargine (by another manufacturer) in replacement. Status of insulin lispro was not provided. The patient operated the device. It was unknown if the patient was trained. The general duration of model use and suspect device model duration was not reported. The suspect device was returned on 13dec2019.